Event description:
Attorney reported: (B)(6) 2008 - pt underwent surgery to repair a hernia. A composix kugel patch was used to repair the defect. As a result of using the composix kugel hernia patch, pt was caused to suffer, among other injuries, severe infection and was caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by pt was due to the composix kugel hernia patch. On (B)(6) 2009 - pt underwent surgery to repair a hernia. A bard ventralex hernia patch was used to repair the defect. As a result of using the bard ventralex hernia patch, pt was caused to suffer, among other injuries, severe infection and was caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request the return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00307 for info related to the bard composix kugel mesh implanted on (B)(6) 2008.